Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was not impacted during the past occlusions; however, it was ranging between 300 to 420 mg/dl with ketones during the most recent alarms. A bolus of insulin was delivered to address the high bg level. A pump system check was performed using the current supplies on the pump. The cartridge and infusion set tubing were functioning as expected. The customer had already changed the infusion set site. The customer changed the supplies a couple more times. As of (B)(6) 2017, the occlusions had not reoccurred. The bg level returned to target level (198 mg/dl).